Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp for mechanical circulatory support. It was reported that the impella cp could not be advanced due to kinked sheath. The sheath was exchanged for another 14 french x 25 sheath and still had the same issue. It was then exchanged for a 3rd sheath, a16 french x 40 gore dry seal, and the impella cp advanced without any issues.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. This report is being filed as part of a retrospective review of historical records.